Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. One leaflet had dislodged and fractured into multiple pieces. The pivot guard and butterfly apices were also chipped. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined; however, per the site "a suction catheter with a metal tip was used to secure sutures and caused a leaflet of the valve to fracture".

Event description:
On (B)(6) 2019, a 23mm masters valved graft with hemashield technology was selected for implant in a 32 year old male patient during a bentall procedure. During proximal anastomosis, a suction catheter with a metal tip was used to secure sutures and caused a leaflet of the valve to fracture. All pieces of the fractured leaflet were removed from the patient and the valve was explanted. The procedure was completed with a 25mm masters valved graft with hemashield technology. Per site, procedure and bypass times were significantly extended to revise the conduit and the patient remained hemodynamically stable throughout the procedure. No patient consequences were reported. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Event description:
On (B)(6) 2019, a 23mm masters valved graft with hemashield technology was selected for implant in a (B)(6) male patient during a bentall procedure. During proximal anastomosis, a suction catheter with a metal tip was used to secure sutures and caused a leaflet of the valve to fracture. All pieces of the fractured leaflet were removed from the patient and the valve was explanted. The procedure was completed with a 25mm masters valved graft with hemashield technology. Per site, procedure and bypass times were significantly extended to revise the conduit and the patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.